Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm. The blood glucose reading is 91 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.